Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at a customer site. The technician preformed a fluid test that passed successfully. No further action was taken as there was no reported machine issue. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed the fluid balance is -15.29% and does not there is no allegation of hypovolemia. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that a donor did not receive any saline causing a rbc loss. The rbc loss was reported as machine failure but once inspected realized it was a set up error and not a machine error. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician preformed a fluid test that passed successfully. No further action was taken as there was no reported machine issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that a donor did not receive any saline causing a rbc loss. The rbc loss was reported as machine failure but once inspected realized it was a set up error and not a machine error. Patient information and outcome are unknown at this time.